Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site had move closer to the surface. The physician ordered an MRI to investigate infection due to fluid around the pocket site. It was also noted that the patient was experiencing inadequate pain relief and discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg site had move closer to the surface. The physician ordered an MRI to investigate infection due to fluid around the pocket site. It was also noted that the patient was experiencing inadequate pain relief and discomfort. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were not returned.